Manufacturer narrative:
The pump was returned and destructive analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at 2191.7 mcg/day) for intractable spasticity. It was reported that the pump was replaced today due to multiple stalls and recoveries and the patient did not have a magnetic resonance imaging (MRI). A dye study was done yesterday. The pump is going to be returned to medtronic for testing. The patient's weight was asked but unknown. Additional information was received from the rep on 2021-01-25 who provided the initial reporter, that the cause of the multiple sta lls/recoveries was undetermined, the dye study showed that the catheter was patent (it was left in place), and the pump was replaced (return tracking number provided).